Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh erosion, abdominal pain, bulge, and loops of small bowel extended into the recurrent hernia. Post-operative patient treatment included adhesiolysis, revision surgery and removal of mesh and new synecor mesh implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh erosion, abdominal pain, bulge, and loops of small bowel extended into the recurrent hernia. Post-operative patient treatment included adhesiolysis, revision surgery, removal of mesh, hernia repair with mesh, imaging, new synecor mesh implanted.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh erosion, abdominal pain, bulge, loops of small bowel extended into the recurrent hernia, pain, obstructions. Post-operative patient treatment included adhesiolysis, revision surgery, removal of mesh, hernia repair with mesh, imaging, new synecor mesh implanted, medication.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (ime, imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b2, b5, d4 (unique identifier (UDI) #), g1, h6 (patient codes, device codes), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh erosion, abdominal pain, bulge, loops of small bowel extended into the recurrent hernia, pain, obstructions, mental pain, suffering, permanent injury, disability, impairment, loss of enjoyment of life, & device defective. Post-operative patient treatment included adhesiolysis, revision surgery, removal of mesh, hernia repair with mesh, imaging, new synecor mesh implanted, medication, & medical treatment.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had a abdominal pain and bulge, adhesions, and loops of small bowel extended into the recurrent hernia. The patient underwent revision surgery approximately 4 months post op.